Manufacturer narrative:
Insulin pump passed displacement test and self test. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button. The customer's blood glucose value was 150 mg/dl. Customer reported that the button on his insulin pump was getting stuck and that the buttons were getting worst over time. Customer stated they did not pressed a button down for 3 minutes or longer. The device will be returned for analysis.